Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule was still attached to the delivery system upon removal from the pt. A second attempt was made with the same device and the capsule fell off and entered the pt's airway. The pt coughed up the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication (2007).